Manufacturer narrative:
Investigation summary: "material #: 360213, lot/batch #: 0337939. Bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage or sleeve recovery as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of sleeve leakage or sleeve recovery. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced poor sleeve function. . The following information was provided by the initial reporter. The customer stated: the head nurse of the physical examination center reported that the msn rubber sleeve could not rebound when the blood was collected on the morning of (B)(6), and the blood leaked from the rubber sleeve into the needle holder, causing pollution. On (B)(6) 2021 description of the incident will be updated as follows: no blood-borne contamination.